Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Checked the dongle and found screws broke inside the connector that located in the bulkhead. Attached old dongle to cable connector and tested; the system is now working normally. A new dongle has been provided to the site. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system dongle was damaged, so e-stop cannot be reset, and the system cannot be used. There was no patient present when this issue was identified. No additional details were provided.